Event description:
A malfunction was found in the investigation for the original report of pod leaking during wear. The investigation observed a damaged cannula. The pod was observed to be leaking insulin. It was also reported that the patient's blood glucose level rose to 299 mg/dl while wearing the pod at the infusion site (arm) between 49 and 71 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.